Manufacturer narrative:
Based on the claim against the product noting the large hem-o-lok clip applier instrument would not close the clip even when no tissue was between the clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not close the clip even when no tissue was between the clip. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.